Event description:
It was reported that there was a thermachoice procedure on an obese multiparous person with a severely anteflexed uterus. In order to access the cervix for sounding of the uterus, the dr had to manually reposition the uterus and hold it in place abdominally. In order to insert the catheter, the dr had to bend it very acutely; it was inserted uneventfully. The procedure proceeded without interruption or error message. The pt reported a foul discharge several days post surgery. The pt was examined by the dr two weeks post op, still complaining of the discharge. The dr observed necrosis of the endocervical canal and suspects the canal is sloughing. Dr was concerned that dr may have broken the insulation in the catheter when dr bent it and thus inadvertently ablated the canal. Dr does not believe the balloon was in the endocervical canal during the heating cycle. The surgeon may have broken the insulation when bending the catheters to insert into the uterus and inadvertently ablated the canal.